Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab.

Event description:
The pt was in the ICU. The "gas loss" alarm sounded after iabp for 24 hours and the iab leaked. The iab was removed and no second iab was inserted. Event complications: none from the event - reported 2/2/98. Pt's current status: stable - rpt'd 2/2/98.